Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant rupture and deformation". Device remains implanted and is due to be explanted. This relates to the right side.

Event description:
Patient reported the device has been explanted.

Event description:
Subsequently, patient reported pain, fever, liquid around the device, late seroma and double capsule" ultrasound performed. Device explanted. This relates to the right side.